Event description:
A report was received that during the trial procedure the patient experienced some type of reaction/seizure/myoclonic jerking. The physician assessed that the patient¿s symptoms may be due to a reaction to the antibiotics that were administered inter-operatively and post-operatively. The patient was watched with airway assistance and antibiotics were ceased. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50e serial/lot # (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.